Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2025. Cause of death was due to diabetic ketoacidosis. A review of the pump data logs is expected; however, the pump data log review has not yet been completed. A supplemental report will be submitted once the investigation is completed.